Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic a day after receiving a vibratory alert. Device interrogation revealed high lead impedance in the atrial lead. In (B)(6) 2017, the lead had experienced loss of capture and programming changes made. The lead was inactivated on (B)(6) 2018 to avoid these issues in the future. The patient was stable throughout the event.